Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an ablation procedure, a farastar recording system module (rsm) and a non-bsc mapping system were selected for use. During ablation, it was noted that randomly loses all electrograms on the screen. Troubleshooting was performed, all the systems were rebooted, all the cables were checked and contact with the sales representatives for two companies was attempted without success. It was verified that the rsm is on a stable counter by itself. Both, the generator and rsm are plugged into hospital grade wall socket and there is no evidence of physical damage. Suspect it might be a bad rsm. The procedure was completed without patient complications. The system was rebooted and eventually signals came back.

Manufacturer narrative:
Correction: as it was further clarified that the patient was also monitored via an anesthesia machine there was no loss of patient monitoring during the loss of signal reported. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an ablation procedure, a farastar recording system module (rsm) and a non-bsc mapping system were selected for use. During ablation, it was noted that randomly loses all electrograms on the screen. Troubleshooting was performed, all the systems were rebooted, all the cables were checked and contact with the sales representatives for two companies was attempted without success. It was verified that the rsm is on a stable counter by itself. Both, the generator and rsm are plugged into hospital grade wall socket and there is no evidence of physical damage. Suspect it might be a bad rsm. The procedure was completed without patient complications. The system was rebooted and eventually signals came back. It was further clarified that the patient was also monitored via the anesthesia machine.